Event description:
It was reported six days following placement of this femoral filter, the pt returned to the user facility with stomach pain. An angiogram revealed extravasation from the lumbar vein in the proximity of the legs of the filter. The co is currently trying to obtain further details regarding the circumstances of this event. Should further details become available, a supplemental medwatch will be filed under the appropriate sequence number. Without further details about this event the co is unable to determine the cause for this event.